Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted and the battery gauge fluctuated. There was no impact to the customer's blood glucose level. Customer indicated injections would be used for back up therapy.